Event description:
It was discovered during testing that a spectrum pump alarmed downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Downstream occlusion was confirmed and was determined to be caused by the force sensor assembly which was recalibrated to ensure expected performance. The failed force sensor assembly was recalibrated.